Event description:
In 2/2004, patient underwent a proctectomy, ileo anal j-pouch anastamosis and ileostomy. Twelve days later, the patient returned to the o.r for small bowel obstruction secondary to dense inflammatory reaction secondary to use of "sepna" film.